Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and had an ischemic stroke after the study index procedure. The patient was symptomatic for the procedure. The target lesion was the ostium of the right internal carotid artery (rica). The lesion was reported to be: an 80% stenosis, 6 mm length, 6.0 mm reference diameter, concentric, moderately calcified, severely tortuous, and ulcerated. A 5 mm angioguard embolic protection device was successfully deployed. There was some difficulty reported in placing the embolic protection device. The lesion was pre-dilated with a boston scientific sterling balloon catheter. No stent was deployed. The angioguard device was removed secondary to prolapsing of an unknown sheath into the innominate artery. The physician was not able to deploy another embolic protection device due to vessel tortuosity and the physician decided to not proceed further with the procedure. The patient was talking throughout the procedure and did not voice any concerns/complaints. The patient was sent to the recovery room and it was there that the physician noted the patient's symptoms of visual problems and left arm weakness. An MRI confirmed an ischemic stroke. The patient was noted to have some improvement of symptoms, regaining most of his vision and some of the left sided strength but considerable weakness persists. The patient was discharged to a rehabilitation center. No additional information is available at this time.

Event description:
A report was received from baxter (B)(6) of a cracked cassette. No patient injury or medical intervention is associated with this complaint.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Note: lake region lot number 01417741is, cordis lot number 71209506. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01417741. This packaging lot contained 75 units, which were shipped from lake region medical on january 7, 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.

Manufacturer narrative:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and had an ischemic stroke after the study index procedure. A 5mm angioguard was placed followed by pre-dilation with a sterling/boston scientific balloon. No stent was deployed and the angioguard was removed secondary to prolapsing of a noncordis sheath into the innominate artery. The physician was not able to deploy another embolic protection device due to the vessel tortuosity and decided not to proceed further with the procedure. The (B)(6) male had a medical history of severe pulmonary disease, first-degree relative with premature coronary artery disease, hyperlipidemia, history of smoking (>5packs of cigarettes), coronary artery disease, myocardial infarction, hypertension (systolic>140, or diastolic>90, or requiring medication). The patient was symptomatic for the procedure. The target lesion was the ostium of the right internal carotid artery (rica). The lesion was reported to be: an 80% stenosis, 6 mm length, 6.0 mm reference diameter, concentric, moderately calcified, severely tortuous, and ulcerated. A 5 mm angioguard embolic protection device was successfully deployed. There was some difficulty reported in placing the embolic protection device. The patient was talking throughout the procedure and did not voice any concerns/complaints. The patient was sent to the recovery room, and it was there that the physician noted the patient's symptoms of visual problems and left arm weakness. An MRI confirmed an ischemic stroke. The patient was noted to have some improvement of symptoms, regaining most of his vision and some of the left sided strength but considerable weakness persists. The patient was discharged to a rehabilitation center. No additional information is available at this time. The product was not returned for inspection. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01417741 which corresponds to cordis angioguard lot 71209506. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As outlined in the instructions for use, stroke is a known adverse event associated with the use of the angioguard embolic protection device in carotid artery interventional procedures. Ischemic stroke is a known potential adverse event associated with endovascular carotid procedures and is listed in the instructions for use as a potential adverse event. During interventional procedures, the devices are advanced and withdrawn through accessory arteries to treat the target lesion. The physical manipulation of the arteries may result in embolization of debris from the intimal layers of these arteries. The severe vessel tortuosity and lesion characteristics are identified factors contributing to the difficult device placement and this along with the patient's medical history are factors that may have contributed to the post procedure neurological symptoms/stroke. Based on the available information and the device history record review, there is no indication that the event is related to the device design or manufacturing process. No conclusion can be made regarding the relationship of the event to the procedural use of the device; however, review of the information suggests that vessel / lesion characteristics and procedural factors may have contributed to the reported event. Therefore, no corrective actions will be taken at this time.